Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump motor arm failed self-test. The customer blood glucose level was 210 mg/dl at the time of incident. Insulin pump passed the self test. The customer will return insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No failed self-test alarm noted during test.